Event description:
A report was received that the patient underwent a pocket revision due to pocket discomfort. The physician repositioned the ipg from the right buttocks to the right flank area. The ipg was replaced due to physician's preference. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The ipg was not returned to bsn as it was discarded by the medical facility.